Event description:
Device was used during a thorascospic procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.